Manufacturer narrative:
Patient records and medical history have been requested but not yet provided to edwards. The explanted device was returned to edwards, however, evaluation has not yet been started. Evaluation findings and edwards conclusions will be reported once completed.

Event description:
It was reported to sales from surgeon that an edwards bioprosthetic aortic valve was explanted due to calcification after an implant duration of approximately ten years. No further information or records were provided.

Manufacturer narrative:
X-ray. Device evaluation: customer report of calcification was confirmed. Moderate to heavy calcification was observed in the cusp areas of leaflets 1 and 3, moderate calcification was observed in the cusp area of leaflet 2. The free margin of leaflet 1 exhibited moderate calcification, free margin of leaflet 2 exhibited minimal to moderate calcification and free margin of leaflet 3 exhibited heavy calcification. Leaflet 3 had a torn area. Calcification was observed near the region of the tears. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 6mm. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was heavy at the stent inflow and moderate to heavy at the stent outflow. Leaflet 1 had a cut area of 8mmx3mm, cut section was not returned with the valve. Wireform was bent inward. Additional manufacturer narrative: customer report of calcification was confirmed by evaluation, additionally, moderate host tissue was also found. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.